Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The stenosed lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon rupture at 8 atm for 30 seconds upon initial inflation. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.